Manufacturer narrative:
The device should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Returned dacapo power pack showed a broken housing with electrolyte leakage. However, neither patient contact to battery chemistry nor any injuries were reported.

Manufacturer narrative:
The device should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Correction: the battery was not working. The parents of the patient found electrolyte leakage. However, no injury is reported.

Manufacturer narrative:
The returned device was visually inspected upon arrival. A mechanically damaged housing was observed, most likely due to external mechanical stress. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. Also the housing parts of the tah are scratched and the switch lever is defective, bite marks could be seen during investigation. An improper treatment by the user seems to have been contributed to the observed damages. This is a final report.

Event description:
The battery was not working well after the patient bit it. Subsequently, the parents of the patient found electrolyte leakage.